Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the middle part of the monopolar curved scissors instrument¿s tip cover was torn. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tip cover accessory associated with this complaint and completed investigations. The tip cover was found to have torn in the middle of the tip cover. Tears are not axially aligned with the tip cover and measure 8.00 mm in length. There are no signs of thermal damage present at the end of any tears as evidenced by charring/melting.

Event description:
Refer to h11 for follow-up information.